Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the vga output was not working, the main processing unit circuit board was replaced, the hard drive was reimaged and software was reloaded. It was also noted that the noisy ECG signal was due to the link electronic module (lem) circuit board. Concomitant medical products: product ID 2067 radiofrequency head. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the vga (video graphics array) output was not working; not able to project image onto another monitor. It was also reported the egm (electrocardiogram) on analyzer has been very noisy. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.